Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". Order for fentanyl 350microg in 50ml, nurse commenced infusion (roughly between 1330-1445) and nurse noticed syringe rapidly infusing and stopped infusion after approx. 11ml infused/ bolus (4microg/kg bolus) received by patient in error."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not provided for investigation in our service laboratory in bbm (B)(6), germany: according to the service report no failure was found on the pump during investigation.